Event description:
It was reported by the sales rep that prior to a gastric band procedure, they did a leak test on the band and it had air bubbles come up from the tubing. It is possible it was a user error and the huber needle pierced the tubing but a tiny hole was observed when they visually inspected it. They used a second device to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.